Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 32mm 10 degree t4 liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the surgeon suspected head and liner wear so the patient's left hip was revised.